Event description:
The user facility reported that the audio and video to their hexavue ip custom room rack was "freezing." No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the internal components of the signature suite were damaged; however, a cause of the reported event could not be determined. To resolve the issue, the technician replaced the signature suite. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.